Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen displayed a "orange/red ink blot". Reportedly, the touchscreen is still readable and functional. Customer's blood glucose level was not impacted.